Event description:
It was reported to lifecell that the patient had the device placed during a ventral hernia repair. The surgical site was contaminated with contents from an open bowel at the time of implantation. Wound vac was used post-operatively. On post-operative day 3, at the time of the dressing change, the device was noted to have "little holes" and had torn from the sutures. The patient was returned to the operating room and only the torn part of the device was removed. The patient developed an enterocutaneous fistula, and the rest of the device had disintegrated. This event is being reported as a malfunction, but the exposure of the device to bowel contents was determined to contribute to the performance of the device. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. As of (B)(4) 2010, of the (B)(4) devices processed for lot s10611, (B)(4) devices were distributed and 6 devices were reported as implanted, with one other report filed with FDA (ref. MDR 1000306051-2010-00001). Conclusion: the lifecell device failure most likely related to exposure to bowel contents during the surgery and unrelated to the device.